Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual present to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that following a percutaneous peripheral procedure, a 6f angio-seal vip was deployed into the common femoral arteriotomy. A pre-deployment femoral angiogram was performed. The physician reported that there was visible calcium present and hemostasis was not achieved. The groin needed 20 minutes of occlusive pressure to achieve hemostasis. It was suggested that the anchor had displaced some calcium, causing an occlusion. The pt received a CT and an ultrasound prior to procedure to ascertain the condition of the vessel as they were trying to avoid a bypass. The vascular surgical trainee was observed prior to the angio-seal deployment, compressing the entry site and ended with buckling of the guidewire, causing it to kink and this may have been traumatic to the vessel. The pt experienced a vasovagal event with hypotension, requiring normal saline IV fluids; the pt responded well. The percutaneous stenting procedure went well. The pt underwent surgical intervention to retrieve the anchor and collagen and to clear the calcium from the vessel. The physician acknowledged that usage in vessels with calcium. The pt was reported to be recovering.